Event description:
Pt found on floor. Foot siderail was down due to direction from accreditation. Family member asleep in room at time of fall. Charge nurse feels pt tried to get up during night to go to the bathroom and fell on floor. The unit checked by technician and no problem found. No injury to pt.